Event description:
It was reported that the patient underwent surgery involving an implanted sling due to leaking, and the patient needing to use 2 pads or more a day. A new artificial urinary sphincter (aus) was implanted. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery involving an implanted sling due to leaking, and the patient needing to use 2 pads or more a day. A new artificial urinary sphincter (aus) was implanted. There were no further patient complications reported.